Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation procedure, the faradrive sheath exhibited air bubbles. It is unknown if the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.